Manufacturer narrative:
The reported event was confirmed as use related. Visual evaluation of the returned sample noted 43 unopened (within original packaging), unused clean cath vinyl catheters. Visual inspection of the sample noted no obvious visible defects. 8 samples were tested. The catheter shafts were rubbed and felt normal and smooth as intended. The root cause of this failure is that the user used an expired product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient noticed after four months of buying the clean cath vinyl catheter the plastic was allegedly not smooth and instead it was sticky. Per evaluation, the patient has used expired product often.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient noticed after four months of buying the clean cath vinyl catheter the plastic was allegedly not smooth and instead it was sticky.